Event description:
It was reported that the pt complains of intermittent pain. Pt saw surgeon last friday and surgeon communicated to her that she had one of the recall hips. X-rays taken were normal. Per pt, surgeon stated that her symptoms don't fit the recall symptoms. However, pt continues to experience pain and feels that her surgeon should evaluate her further with other tests.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.